Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 270 ml. Flow rate: 5ml/hr. Procedure: rib fracture. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the pump emptied sooner than expected. The patient was being treated for rib fractures and also had a reaction to the local anesthetic. Per additional information received 5 feb 2021, a single catheter had been placed, and the pump appeared to be empty at around 36 hours. The patient reported feeling sick around 24 hours post operative. The doctor stated that she feels the patient experienced bupivacaine toxicity. Per additional information received 22 feb 2021, the patient's current status is stable. The patient reported that they experienced "mental status change" as a result of the bupivacaine toxicity. The medication provided in the pump was 0.5% bupivacaine. The patient was given a lipid emulsion for treatment. The pump was expected to last two and a half to three days, and the pump had emptied less than 48 hours after surgery.